Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss. The reservoir was drained and left in place. A new tactra malleable penile prosthesis was implanted.